Event description:
On 5/24/1999, the manufacturer was notified that duirng a dressing change, the lvad went to basal rate. The hospital suspected that fluid had entered the lvad motor via the percutaneous driveline.